Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The subject device remains implanted; therefore, an analysis cannot be performed. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Because the event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated patient complication was assigned to this event. The subject device remains implanted.

Event description:
The patient underwent a successful stent assisted treatment of a dissected pseudoaneurysm in the basilar artery following a traffic accident. The patient was subsequently was discharged from hospital five days post procedure. Ten days after being discharged, the patient presented with a subarachnoid hemorrhage and subsequently died. The cause of the subarachnoid hemorrhage and the patient outcome of death are unknown.

Event description:
It was reported that the subject device (stent) was placed successfully on (B)(6) 2010 for a basilar tip aneurysm. Everything went well. On (B)(6) 2010, the aneurysm ruptured and the patient died. The cause of the aneurysm rupture and death and relation to the subject device is unknown.